Manufacturer narrative:
In late october of 1997, plant investigation of pump that was under-delivering, during routine quality audit prior to release, identified that lower shuttle jaw had slipped and was not parallel to rest of shuttle mechanism. Lower shuttle jaw was then found loose in few other devices in-process. Loose shuttle was believed to have moved during misload test of two tubing segments into pumping channel in production. Since this misload test was done after production line accuracy test, accuracy test would not have identified potential movement of shuttle. Subsequent evaluations of at least 3 field complaints for underdelivery has also identified same out of position lower shuttle jaw. These pumps were recognized during routine accuracy testing that hosp or service facility conducted after unrelated servicing of pumps. It is believed that pump head supplier operator did not completely torque down both of screws during final steps of pump head jaw set-up calibration on some pump heads. Means to prevent any movement of lower jaw after jaw set-up calibration (such as epoxy bridge) has been developed and qualified to mistake proof assembly and eliminate need to continue to perform "shin screening" in future production.

Event description:
Pump reported to underinfuse by 15% during a routine biomed checkout. No pt involvement.